Manufacturer narrative:
Additional product codes: mqn, dzl. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a procedure to repair a metacarpal fracture on (B)(6) 2017, as surgeon was inserting a cortex screw, the head of the screw broke off. The broken screw shaft remains embedded in patient bone. The strength of fixation is reported to be satisfactory. No surgical delay was reported. This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (1.5mm ti cortex screw self-tapping 12mm-sterile, part number 400.812s, lot number unknown). The subject device was returned with the complaint condition stating: as received condition: screw head received without shaft section. Complained issue (the screw head of the reported device broke) could be confirmed. A visual examination was provided and showed that the recess does have slight wear marks and the shaft is broken off. Based on complaint description remained the shaft in patients bone. Unfortunately, there was no lot number reported to us which made it impossible to review the devise history. Further investigation such as dimensions or material check was not possible. We do conclude that this screw did not leave our manufacturing plant in such a condition (broken) and no indication of a manufacturing deviation could be found. Root cause could not be defined exactly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.